Event description:
Per importer's MDR: on 12/18/2012 - (B)(4) - it was reported by the consumer that the 6599 bariatric commode drop armrest mechanism would not hold it up, and intermittently it would drop during use. There was no patient injury reported.